Event description:
It was reported that the user received an ¿unable to proceed¿ alert when attempting to fill tubing during a supply change on the ilet bionic pancreas, with no restart alerts present; a guided dry run was successful, and after switching the connector and inset 23" infusion set. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included remote troubleshooting guidance and post-event follow-up, with user-performed restart and supply replacement. Investigation of this case revealed that the device resumed normal function after restart and consumable replacement, consistent with transient stalled motor behavior related to motor function. It was concluded, based on previously established findings for similar reports, that the cause was a transient, user-correctable issue not reproducible after restart and new supplies.